Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported that pump was not synchronizing with the sensor and did not deliver the proper amount of insulin resulting in high blood glucose readings. The customer also reported that, insulin pump rejected new batteries, shorter battery life and the pump was quieter when rewinding. The customer blood glucose value was unknown at the time of incident. The event involved product(s) mmt-442ag, mmt-342g, mmt-1884. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. There is no indication whether communication issue was resolved or not. No further patient complications were reported. No product return is required for mmt-442ag, mmt-342g, mmt-1884.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. During download history review, no relevant alarms were confirmed in download history files to confirm any anomalies. Pump communicated and calibrated properly with test guardian link transmitter 4. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and displacement accuracy test. No relevant alarms were noted during testing. The baat tool was utilized to search for any battery related alarms that may have occurred in the past or around the call date that may have triggered the reason for the customer's call. The baat tool recorded no events to confirm any anomalies. No failed battery alarms or unexpected battery power loss were noted during testing. Unit passed the sleep current measurement test, active current measurement test. And self-test. Pump was received with normal operating currents. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was found on motor force sensor flex connector gold traces. Unit was received with following cosmetic damages: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with possible under delivery and rewind anomaly were not confirmed when no unexpected alarms were noted during testing and unit was able to rewind successfully. Allegations of battery anomalies were not confirmed when the baat tool found no events to confirm any anomalies, and when no failed battery alarms were noted during testing. Allegations for no communication from pump to transmitter were not confirmed when pump successfully paired and communicated with transmitter. However, due to moisture damage found during deconstructive analysis, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.